Event description:
It was reported to philips that the lights of the shock button of the external paddles are not working during installation. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the external paddles for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed. The customer ordered external paddles to resolve the issue. It has been concluded that no further action is required at this time.